Event description:
In 2004, the patient fell on the right-hand side of their head. When the patient put their processor back on, they were unable to hear. Testing confirmed that the device has malfunctioned.